Event description:
User facility reported that device had been in use with patient for "a few days" when the nurse reportedly found that the cuff was not functioning properly. It is unknown how the cuff was not functioning properly. Further information has been requested. No further information has been received at this time. Following the nurse's observation, an immediate changes of the tracheostomy tube was performed. There were no permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer wil file a follow-up report detailing the results of the evaluation.